Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart per the monitor, which was below the low rate setting. The device had reach ed recommended replacement time (rrt).  The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.